Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erratic glucose results. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the glucose module, the modular chemistries sample probe and the wash collar.